Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. (B)(6). Manufacturing date - system manufacturing year is 2009. The amo field service specialist (fss) performed the annual preventative maintenance (pm) and several filters and o-ring were replaced on the signature system as part of the pm. Fss also replaced the bottle hanger to resolved the noted bottle hanger issue. Fss carried out the field service checklist, which the unit passed all fictional tests and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a visit to customer site to perform a preventative maintenance (pm) the abbott field service specialist reported issues with the bottle hanger; bottle hanger was damage in the bearing. No further information was provided.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.